Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system device was "not working". Reportedly, when attempting to turn up the stimulation the system would back down or auto-reduce. The patient's scs system was exhibiting high impedance, but the system was reprogrammed and effective therapy restored. However, the issue re-occurred and surgical intervention was taken to replace the scs system lead. The lead was seen to be fractured. A new lead was implanted covering the pain area (right occipital nerve).

Manufacturer narrative:
Microscopic inspection identified multiple broken wires inside the paddle header as well as a kink on lead body with all internal wires broken. The kinks/broken internal wires are consistent with the paddle being subjected to overstress condition while in vivo.